Event description:
Customer reported taking unspecified insulin based on a "high" result obtained on the mobile system. Later that morning (timeframe between insulin and event is not known), customer was found unconscious by his friend, who is a nurse. She rubbed glucose paste on his tongue and he only came too when the ambulance arrived. Customer was then given glucose injections in the vein but the vein was missed, and his hand and arm swelled up. The customer was then brought to the hospital via ambulance. At the hospital the customer tested 14.8 mmol/l on the mobile system and 3.8 mmol/l on the professional meter; the results were within seconds of each other. Customer was still hypoglycemic when these results were taken. He remained in the hospital for 3 to 4 hours and was then sent home. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.